Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interface orthopedic system (rio). During impaction of the acetabular cup, the surgeon observed that he could not achieve the desired depth of impaction and the end effector shaft impinged on the patient tissue. The surgeon decided the proper course of action was to complete impaction using manual instrumentation.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this event. The surgeon was able to use the offset reamer to prepare the acetabulum, so it is likely that interference of the knob of the offset impactor prevented the cup from fully seating in the acetabulum. The optical discs on the femoral array were nearly half occluded by the patient's tissue; the evaluation revealed that the patient's anatomy may have caused the complications experienced during the case.